Manufacturer narrative:
Additional information was added to h6, h11. Correction: a1, a2, a3a, a4-a6, b5, b6, b7,d5, d10, f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update "this occurred during testing." To "this occurred during patient use." The pump was programmed for a propofol infusion at 29.7ml/hr for a volume to be infused of 35ml. H11: a review of the event history log identified a programmed infusion with the reported parameters; the infusion was stopped by the user. However, the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused. This occurred during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.